Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this penile prosthesis was stuck and the cylinders would not inflate. The device had previously functioned properly on two occasions. A device replacement will be scheduled in the future. No patient complications were reported.